Event description:
Patient had no problems pre dialysis. Temperature 97.5, pulse 80, blood pressure 160/100. Two hours in dialysis. Patient complained of chills blood pressure 130/80, temperature 98.5 and increased to 99.6 within 5 minutes, at 2.5 hours patient chilss continued and patient requested to have dialysis terminated. Tylenol. Upon discharge from unit temperature was 99.6 and patient was sent home